Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset 6 mm 23" infusion set and no device alarms or observed leaks, and after troubleshooting, the user performed a set change; persistent high glucose led the user to disconnect and administer subcutaneous insulin via pen. Symptoms included elevated blood glucose exceeding 400 mg/dl with trace ketones detected, without dizziness, or loss of consciousness. Outcomes included transient hyperglycemia for several hours without medical intervention, hospitalization, or assistance from others. Investigation included agent-led troubleshooting and user education with follow-up. Investigation of this case revealed no device alerts and no confirmed infusion set or delivery interruption, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.